Manufacturer narrative:
The baxter technician suggested the actuator needed to be replaced. Per the hill romservice manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician suggested to replace the actuator. Baxter technical support contacted the accountthree times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed would self run back up a few inches after lowering it all the way down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).